Event description:
The technician alleged that the brake caster swivels when the brakes are engaged. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.